Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had pain at the lead incision site and went the emergency room. The patients pain was deemed to be postoperative pain. The patient was prescribed with pain medications and was discharged from the hospital. The patient was doing well.